Manufacturer narrative:
Date sent: 05/16/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure that the clip did not feed to the jaw properly and fell out. Another device was used to complete the case. There were no adverse consequences to the patient.